Manufacturer narrative:
(B)(4). Date sent: 05/10/2012. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bleb of right upper lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Difficult to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? More lung tissue had to be transected than originally anticipated. The patient is fine. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a thoracotomy procedure, the first firing of the device was fine. The device was reloaded for a second fire and it sounded like the knife blade had come back but the device would not open. They pushed the reverse button, it still would not open. They opened the top manual override assembly, manipulated it, got the knife blade back and it opened to release off the lung. Once it was opened, the device had cut completely and stapled the first half of the staple line normal. The staples were open and not formed in 'b' on the distal end of the staple line; they were sticking straight up. They got another device to fire around the area. The procedure was completed without impact to the patient. The device was discarded.